Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure at 93,630 joules of use the console shut off "seemed like it got unplugged". This issue was resolved. The fiber was exchanged and the second fiber "started flashing" at 103,000 joules of use. The fiber was removed and cleaned, but after cleaning it started to "forward fire" and a light at the end of the fiber was noted. The fiber was exchanged and the case complete. Patient outcome: no injury to the patient was reported. This report is for the second fiber.